Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012536335 was returned and analyzed. The catheter was received with the guidewire threaded through. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The guidewire was likely stuck due to dried blood, saline, or contrast. The issue was resolved by softening the guidewire using disinfectant to dilute potential dried blood. Dried blood on guidewire was observed when the guidewire was removed. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. The catheter was reprogrammed before connection to the generator via a catheter interface cable test, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire which was properly attached at the tip and at the dual lumen. The electrode wires are intact without breakage or detachment from the electrodes. Continuity test was performed with multimeter for the returned catheter, the electrical continuity test passed for all electrodes and impedance are normal. The guidewire lumen had residue stuck on the guidewire. In conclusion, the catheter failed the returned product inspection due to residue stuck on the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a pulsed field catheter, the guidewire became stuck in the catheter during manipulation. The physician attempted to pull it out the guidewire but was initially unsuccessful. By flexing the steering handle several times, the guidewire was eventually freed, allowing the procedure to continue and be completed. When withdrawing the catheter from the heart, resistance was felt in the slider, but it was successfully taken into the sheath and removed from the patient. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.